Manufacturer narrative:
(B)(4). (B)(6). Upon follow up, it was further clarified the cause of the event was due to a gastrointestinal issue (not further specified). Fifteen days after the event onset, the patient was discharged from the hospital. That same day, the patient was deemed recovered. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The patient made a mistake and caused a touch contamination that led to the reported event. The peritonitis was manifested by abdominal pain, cloudy effluent, diarrhea and vomiting. The patient was hospitalized that same day for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). Dianeal therapy was ongoing. The outcome of the peritonitis was not reported. No additional information is available.